Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. The fuse on the mobile view station (mvs) control board was replaced and the issue was resolved. No parts have been received by the manufacturer for evaluation. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system was not receiving any power because the power line fuses were open. The fuses were replaced and the issue was resolved. There was no patient present when this issue was identified.